Event description:
During a meniscus repair procedure utilizing a ultra fast-fix ab assembly ¿ curved, it was reported that the suture broke during surgery. The piece was manually removed from the patient. There were no patient injuries or complications reported. There was a procedural delay of less than 30 minutes.

Manufacturer narrative:
Device not returned for evaluation. Method, result: device not returned for evaluation. Product evaluation: evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).